Manufacturer narrative:
Based on the information obtained regarding the device, kci found evidence that the device had a collapsed dome. There is no injury associated with this event. Kci is reporting this event found during servicing of the unit as a device malfunction that has the potential to result in injury if it were to recur.

Event description:
On (B)(6) 2019, kci technical services identified a collapsed power button. On 14-oct-2019, kci quality engineering performed an evaluation of the device. Inspection of the device found the power button was collapsed.